Event description:
The customer initially called to report high blood glucose levels and no delivery alarms, while using another insulin pump. The customer then began to use this insulin pump as a back-up, but she ended up going to the hospital for high blood glucose levels. No blood glucose reading was reported and the customer was not present during the phone call to troubleshoot. Attempts were made to reach the customer for troubleshooting, but she could not be reached.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.